Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she had a blank display on the insulin pump. Customer stated that she changed the battery last night and when she woke up this morning, the pump was turned off. Customer's blood glucose was 480 mg/dl at the time of the incident. Customer treated with a syringe. Customer found no signs of physical damage on the insulin pump. Customer stated that the contacts on the battery cap were damaged. Customer was advised that she will be shipped a replacement battery cap. Customer was advised to revert to a back-up plan until the replacement battery cap arrives. Customer is going to monitor her pump once she gets the battery cap replacement.